Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I've had two events in the past 24 hours where my heart rate dropped to 38 beats per minute (bpm) and my device is set to 60 bpm". No further information was obtained. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.